Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 6 months post implant of this 25mm aortic bioprosthetic valve, the device was replaced with another 25mm bioprosthetic valve of the same model for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 8 years 6 months post implant of this 25mm aortic bioprosthetic valve it was explanted due to severe aortic insufficiency. It was replaced with another 25 mm aortic bioprosthetic valve, however per the physician it was immediately explanted due to improper implant technique and replaced with a non medtronic valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.